Event description:
Following phacoemulsification, physician noted phaco burn at incision site; white blanching of 2-3 mm on sclera. Suture placed over the blanched area. Equipment isolated and removed from use.